Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not suctioning right, and the patient had not changed the kit since they got the machine. The representative advised that the patient need to buy a new kit in order to replace the machine and need to see if the tubing was the issue. The patient stated that they told everything was a 3-year warranty. The representative informed that 3-year warranty was only for the machine.